Event description:
General report of activated chlorine capsule causing irritation to clinicians. During use of a suction container utilized for a procedure. A chlorine capsule was activated to be placed in the container. When activated, the capsule melted the synthetic specimen bag and caused eye and throat irritation to two of the three clinicians in the room. The pt was removed from the room with no irritation or harm reported. The clinicians used eye wash and went out of the room for better ventilated air. Two of the staff members followed up with employee health. However, on a follow-up call, it was found that the clinicians were now fine with no problems reported.